Event description:
It was reported that this pacemaker displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was successfully replaced with a new device. No additional adverse patient effects were reported.